Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the s1 lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the s1 lead(s). Based on the documents reviewed, the source of the infection is yet to be substantiated.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that the patient had an infection at the s1 lead. In turn, the patient underwent surgical intervention wherein the system was explanted.